Event description:
Report received that the solution containers were switched resulting in over-delivery during concurrent delivery on one pump. The customer contact indicated that the event was the result of an operator error. In 2003 in the labor and delivery department at 3:10 am, line a of the pump was programmed in the dose calculation mode to deliver 40gm of magnesium sulfate in 800ml at a dose of 2gm/hr, with a calculated rate of 50ml/hr. Line b was programmed in the ml/hr mode to deliver 20 units of oxytocin in 1000ml at a rate of 75ml/hr. At 0845am the nurse noted that the solution containers were switched and the magnesium sulfate was infusing on line b at a rate of 75ml/hr instead of the intended 50ml/hr and the oxytocin was infusing on line a at a rate of 50ml/hr instead of the intended 75 ml/hr. The infusions were stopped and a serum magnesium was drawn. The serum magnesium level was reported to be within an "acceptable" range. The neonate was delivered on an unspecified date via cesarean birth with no reported adverse sequelae. The patient was discharged in 01/03 with no reported adverse sequelae. Though requested, no further information was available.